Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons were unresponsive and required multiple hard presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. The down arrow and ok keypad buttons responded appropriately. During investigation, hyper-responsiveness/scrolling in response to button presses was not duplicated. There was evidence of contamination found under all of the button contacts.